Event description:
It was reported that total knee arthroplasty was performed in 1995. Revision performed on an unk date in 2002, due to pain and grinding sensation during movement. Wear was observed on tibial plate and bearing components.